Event description:
In the time approaching refill, the pt started to experience shaking in her arms and hands along with random/intermittent spasms. The refill was scheduled for (B)(6)2010. The pt had no medical insurance, was dismissed by her physician, and was emotionally distraught at the thought of covering the cost of refills and eventual pump replacement. The pump was providing good therapy for the pt and she was anxious about possibly losing it. Several days later, on (B)(6)2010, the pt had increased spasticity and sweating. She had missed her refill appointment and the pump was alarming. Spasticity had returned to her legs and neck. She did see a healthcare provider back on (B)(6)2010 and was prescribed oral baclofen to begin immediately. Further info is being requested at this time.

Manufacturer narrative:
(B)(4)